Manufacturer narrative:
Device not returned.

Event description:
It was reported that a pump power source alert occurred and the pump battery could not be charged. Customer's blood glucose was 111 mg/dl. Customer reverted to using an alternate method of insulin therapy.